Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer stated that she had allegedly received a severe burn on her left heel while using a heating pad. The consumer stated that she was using the heating pad in bed and was sleeping when the incident occurred. The consumer stated that she received medical treatments for her injuries. She also alleged that the heating pad did not automatically shut off as it should after an hour. The instructions for proper use clearly state "do not use while sleeping. This heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz, USA inc. Has requested that the product be returned to our company for testing.